Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and had puled back to the superior vena cava (svc) some days after the original implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.